Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The system was tested and verified as ready for use. Fse arrived on site to resolve sq0154 being down. Vision side cart (vsc) displayed error message of 297. While looking into the issue further on log reviews. The 297-error message was a programming stemming from "golden image" and a programming issue. Fse was able to resolve issue by re-programming system. System was successfully programmed. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to starting a da vinci-assisted pancreatoduodenectomysurgical procedure, the customer called an isi technical support engineer (tse) and reported that the that they are getting repeated faults including error code 297. Tse reviewed logs and found the 297 faults but also found 311 faults. Prior to calling staff tried hard cycling all consoles but issue remained. It is unknown how the procedure was completed. No reported injury.